Manufacturer narrative:
Further information was requested but not received.

Event description:
During a procedure, a loss of capture was observed on the right atrial (ra) lead. The event was resolved by explanting and replacing the ra lead. The patient experienced no consequences.

Event description:
Additional information was received indicating the event was observed during implant of the right atrial (ra) lead.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual and x-ray examination did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.